Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood or tissue were observed. The silicon insulation was cut and torn at the tip of the cold jaw support. The harvesting tool's shaft was slightly bent from the pivot point, approximately an inch away from the distil end of the base of the jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was confirmed for the analyzed failure modes "peeled silicon" and "bent shaft". Specific actions for this failure mode are being documented and maintained under maquet's failure investigation report (fir) system .

Event description:
The hospital reported that the hemopro 2 was defective. No other details were available. The hospital did not report any patient effects. The product is returning. Received a text from (B)(6) who is cvor at (B)(6) saying he has a defective hemopro 2. That's all he gave me. I am picking up device next week when I head out to (B)(6).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the hemopro 2 was defective. No other details were available. The hospital did not report any patient effects. The product is returning. Recieved a text from (B)(6) who is cvor at (B)(6) saying he has a defective hemopro 2....thats all he gave me. I am picking up device next week when I head out to (B)(6).